Event description:
The customer obtained a non-reproducible, false (B)(6) vitros anti-hav total result for a single patient sample ((B)(6)) while using the vitros 3600 immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected anti-hav total result was reported to a clinician. The customer repeated the affected patient sample following a re-calibration of the assay (B)(6), and the customer believed the repeat result to be correct, however, a corrected report was not issued. There was no allegation of harm to the patient as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, false (B)(6) vitros anti-hav total result for a single patient sample was obtained while using the vitros 3600 analyzer. The most likely assignable cause of the event is a non-optimal anti-hav total calibration. Additionally, the investigation determined that the reagent metering subsystem required service. An ocd field engineer performed service actions to the reagent metering subsystem. Following these service actions and re-calibration of the same lot of vitros anti-hav total reagent, acceptable performance was observed. There was no evidence to suggest a malfunction of the vitros anti-hav total reagent.